Event description:
New information received noted the right ventricular (rv) and atrial leads were capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2023-18057. It was reported a patient's right ventricular (rv) lead presented with oversensing noise and the atrial lead presented with noise. Programming changes were made to restore normal parameters. The patient was stable.